Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of the connection shield was out of place when the customer went to use the device for peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed with no issues noted. During visual inspection it was discovered that the foam welded in the reverse position. The reported issue was verified. The loading of the foam is a manual process; therefore, the cause of the issue was determined to be manufacturing process issue. Should additional relevant information become available, a supplemental report will be submitted.